Manufacturer narrative:
H.6. Investigation: bd received a photo from the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for draw volume with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "citrate 2.7 tubes are overfilling." 1 of 3 complaints.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9260290. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-09-17. Medical device lot #: 9260286. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-09-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "citrate 2.7 tubes are overfilling." 1 of 3 complaints.